Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a failed battery test. The customer's blood glucose was 400 mg/dl at the time of the event. Customer treated their blood glucose with the insulin pump. The customer was unable to troubleshoot for the high blood glucose due to the insulin pump's error. The customer also stated they were unable to remove the battery cap. The insulin pump will not be returned for analysis.